Event description:
During implant procedure a complaint of dislodgement, insulation damage, failure to advance on the guidewire insulation was twisted and failure to retract on the helix on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, helix mechanism issue, the insulation was twisted, and the stylet failure to advance. As received, a complete lead without the stylet was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.